Event description:
It was reported that the patient was experiencing stimulation in the wrong location, was a little sore, and was getting jolted. It was noted that the patent wanted to turn stimulation down. It was further noted that stimulation had shifted and is not in the desired location. It was noted that this had been going on for at least a year. It was reported that stimulation was jolting the patient in the side of the stomach. The patient¿s device had also reportedly moved. It was noted that there were no falls but that the patient was in a car accident a little over a month ago. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3550-29, lot# n253366, implanted: 2010 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical product: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID :3550-29, lot# n253366, implanted: (B)(6) 2010, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient stated, ¿it worked for a little bit (to treat pain in their back) but shifted years ago,¿ and the stimulation was ¿uncomfortable¿ and not where they needed it. The patient stated that the therapy wasn't really helping the back pain. It was indicated that the patient was unclear about their back-pain symptoms. The patient stated that the pain in their back ¿got better after a couple of years¿ and they stated that they had the therapy turned off, but also stated that the therapy was uncomfortable and didn't really help their back pain. Patient services tried to clarify, but the patient stated that it was hard to explain. These issues occurred ¿years ago¿. No further complications were reported/anticipated.